Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was damaged at the patient line, interrupting insulin delivery. Customer's blood glucose level was 390 mg/dl. Reportedly, a new cartridge was loaded to address the issue.